Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, it was reported that the clip was unable to deploy. The procedure was completed with another resolution clip device. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block b3: the date of the event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event that the clip was unable to deploy.

Manufacturer narrative:
Block b3: the date of the event was approximated to 12/1/2023 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event that the clip was unable to deploy. Block h2: additional information: block d4 (model number) has been updated based on the additional information received on jan. 18, 2024.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, it was reported that the clip was unable to deploy. The procedure was completed with another resolution clip device. There were no patient complications have been reported as a result of this event.